Event description:
A non-healthcare professional reported that the having a trouble with flaps and hard to lift the flap in the unknown eye of a patient during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment day. During on site visit, field service engineer could not reproduce reported issue, no problem was found. Field service engineer completed service installation record within specifications. Technician notified field service engineer that she feels they used the incorrect login for the doctor and the defaults were different then what the doctor normally uses. Latest preventive maintenance performed and confirmed device meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed five energy checks on that day. The energy was stable during this period. The user has to perform an energy check manually at least after one hundred twenty minutes. The user has not performed an energy check everyone hundred twenty minutes (at the latest). The logfile shows forty-eight successfully performed treatments. The logfile shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully. The surgeon interrupted the treatment once by releasing the laser pedal during canal cut. It is not visible in the logfiles why the surgeon released the laser pedal. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within not permitted energy settings. The thickness of the flap was thinner than the recommended flap thickness. Follow-up information confirms that technician logged into an incorrect profile with laser settings that were not standard, rather than the surgeon's specific profile. Given the used parameters (not within permitted range) the root cause can be concluded as user handling. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Root cause could be concluded as user handling. The manufacturer internal reference number is: (B)(4).